Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2009; 4194-88 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high/undefined svc coil impedance was observed on the right ventricular (rv) lead. Reprogramming was performed to turn the svc coil off. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the alert was triggered again for high svc coil impedance.